Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate the device) was confirmed. Upon evaluation, the rear response button cover was missing and the switch and traces were damaged. The cause of the inability to activate the device is the damaged rear response button. The root cause of the damaged rear response button is physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor contacted zoll to report that a patient's response buttons would no longer activate the device.